Event description:
The customer reported that there was a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm. No pt harm was reported. The user was not aware of signal quality indicators and was not aware of the alarm timer. The users prefer to have philips do performance testing for this device. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.